Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential loss of capture on the right atrial (ra) lead. It was also reported there was some intermittent ventricular undersensing noted on the right ventricular (rv) lead during ventricular fibrillation (vf). The leads remain in use. No patient complications have been reported as a result of this event.